Event description:
A customer reported that a pump issued a cartridge alarm. The customer's blood glucose level was displayed as "high," but the specific value was unknown. The customer did not recall any actions taken to address the high blood glucose. The customer was educated by the technical support team on completing the necessary steps for cartridge air removal before filling it and acknowledged understanding. The customer successfully loaded a new cartridge and resumed insulin use.